Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device was continuously activating and had insulation damage.

Event description:
It was reported that the device was continuously activating and had insulation damage.

Manufacturer narrative:
The device manufacturer date is not known. Alleged failure: the device was powered out automatically. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be an internal leak due to a broken/damage to the polyimide and suction tubing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.